Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine (25 mg/ml) via an implantable pump for spinal pain. On (B)(6) 2016, following a pump and catheter replacement (see manufacturer¿s report 3004209178-2016-18753), the dose was turned down from 2.1 mg/day to 1.2 mg/day of morphine. The concentration was so high (25 mg/ml) that they could not go any lower. The following morning when the healthcare provider made rounds, it was felt that the patient was overdosing. The patient was given narcan and the pump was put into stopped pump mode. Respiratory treatment was ordered as well. It was thought that the previous catheter was not intrathecal, maybe subcutaneous or epidural, so when it was replaced, they couldn¿t decrease the dose enough. As of (B)(6) 2016, the issue was considered resolved and the patient was alive with no injury, but the plan was to re-evaluate the following monday ((B)(6) 2016). On the following monday, the pump was put to minimum rate (0.15 mg/day) for a few hours, and then stopped again. As of (B)(6) 2016, it was believed that it had been turned back to minimum rate and the patient was doing ok.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.